Manufacturer narrative:
Correction: the previous or initial MDR submitted on (B)(6) 2018 was a duplicate. Any further information will be provided with 6000034-2018-01786. This report is filed on october 19, 2018.

Manufacturer narrative:
This report is submitted on august 29, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection resulting in the decision to explant the device (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.